Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters: upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7075456. Product family: scs-ipg-r-MRI: upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 562873.

Event description:
It was reported that the patients leads had migrated. During the lead replacement procedure, the physician could not place the lead due to scaring. All device components were explanted and discarded. The patient was doing well postoperatively.